Manufacturer narrative:
Coopervision does not plan to take any formal remedial corrective or preventative action. Should additional information become available that requires remedial corrective or preventative action coopervision will inform FDA via a follow-up report. No root cause could be established, the relationship between the coopervision device and the adverse event is unconfirmed.

Event description:
The patient reported to the manufacturer that she experienced an infection of the eye while using the device. The patient states that the incident has fully resolved, however, has not provided further details regarding the severity and treatment of the incident. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis and lack of medical information.